Event description:
It was reported to philips that the device's ECG cable was not working. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The device was evaluated by the customer with assistance from philips remote service engineer (rse). The reported issue was confirmed and caused traced to defective ECG cable. Based on the conclusion of the evaluation, it was determined that ECG trace is visible or not by moving the relative 5-lead cable. The defective part "5 lead ECG trunk" was ordered to the customer site for replacement. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.